Event description:
Report received indicated stent fractured and separation. The smart control stent was implanted at the bile duct. Prior to stenting, the lesion was 90% stenosed, without calcifications and predilated. Some mos after the stent was implanted, the pt experienced pain in the right upper quadrant; therefore, a followed up was made in 2008. The physician found a stent fracture at the mid stent segment with separation. There was no stenosis found. The pt remained asymptomatic and was discharged from the hosp with no additional intervention.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. However, radiographic films including multiple images were received for evaluation and result is pending. Additional info will be sent within 30 days upon receipt.